Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 30-jan-2023 h6: investigation summary customer returned (90) 0.3ml, 31 gauge, 8mm syringes from lot 2136588. 30 of the syringes were used to draw water. Water was drawn into the barrel until the syringe was filled and was then expelled. All of the syringes used in functional testing were capable of drawing and expelling water. The syringes returned featured no immediately observable defects and functioned as intended. A review of the device history record was completed for batch# 2136588. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the samples received, embecta was unable to confirm the customer¿s indicated failure of the syringes not drawing fluid. Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that 3 bd insulin syringes with the bd ultra-fine¿ needle were unable to aspirate during use. The following information was provided by the initial reporter: "consumer reported that her syringes will not draw, issue involves 3 syringes."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter e-mail: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 bd insulin syringes with the bd ultra-fine¿ needle were unable to aspirate during use. The following information was provided by the initial reporter: "consumer reported that her syringes will not draw, issue involves 3 syringes."